Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the patient underwent a spinal procedure for vertebral fractures. During the surgery it was found that the screw could not be tightened to the pedicle bone because it could not fit into the screwdriver fully. The screw was replaced. No patient complications were reported.